Manufacturer narrative:
Concomitant medical products: dtmb1d4 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high atrial thresholds and non capture. The ra lead was reprogrammed and it was reported that the lead was tuned off. It was later reported that the ra lead had a dislodgement, potentially after a generator change in (B)(6). The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.